Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation of b123 system 2 (serial number (B)(4)) but relevant information was not provided. The customer did not provide instrument data covering the time of the event, therefore the investigation could not be completed.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer obtained questionable glucose results for one arterial sample from a patient in the intensive care unit (ICU) using two cobas b 123 system blood gas analyzers. This medwatch is for the b123 system 2 (B)(4). Refer to medwatch with (B)(6) for the b123 system 1 (B)(4). All results were released outside the laboratory, and all are in units of mmol/l. At 3:12 am, an arterial sample was sent to the laboratory with a result of 5.5. The medic treated the patient for apparent hypoglycemia based upon this result with a "small infusion of 50% glucose." Two new arterial samples were drawn at the same time and analyzed. At 3:19 am, the initial result on system 1 was 9.8 with a data flag. The customer suspected an issue with system 1, so they tested the sample with system 2. At 3:22 am, the result on system 2 was 2.2 with a data flag. There was no allegation that an adverse event occurred. Investigation activities are ongoing.